Manufacturer narrative:
Reference: voluntary medwatch report # mw5155391.

Event description:
Voluntary medwatch received states that the pulse generator was explanted and replaced due to infection and discomfort. No further information was available.